Event description:
During preventative maintenance of the device, the hosp based biomedical engineer reported the airflow meter would not calibrate. The flow meter was replaced and returned for evaluation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.